Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while inserting an intraocular lens (iol) it was observed as scratched. The lens was then removed from the eye and replaced with a backup lens. There was no incision enlargement, vitrectomy or suture required. No injury to the patient was noted. No further information was provided.